Manufacturer narrative:
Results eval: smiths medical int'l investigation for this file states that the investigation was limited as no sample was available for examination. The investigation was based on the following sources of info: the incident reporting form. The complaints history for this product. The product instructions for use. A review of our complaints history confirmed this to be the first complaint for this product lot. Though, there have been several similar complaints of this nature, on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of over 52,000 products annually. A further review of manufacturing records confirmed the presence of a 12 hr inflation check carried out on 100% of this product family. Root cause: it is not possible to assign a definitive root cause for this complaint. It is stated that the product was tested prior to use and only became deflated following insertion; as such, it is unlikely that this incident is the result of an assembly fault. Smiths medical intl ltd feels that the most likely cause for this incident is that the cuff became damaged during insertion; however, without a detailed analysis of the complaint sample, the root cause can only be surmised.